Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/25/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately low compared to another device. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that approximately one week prior to contacting lfs she obtained blood glucose readings of ¿2.8 mmol/l (50 mg/dl)¿ with the subject meter and ¿4.0 mmol/l (72 mg/dl)¿ on a laboratory device. The patient confirmed both tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds the expected value of less than or equal to 15mg/dl. The patient manages her diabetes with insulin. It is not known if she made any changes to her usual diabetes management regimen in response to the alleged low result. The patient reported feeling ¿dizzy¿ one hour after lab test; however, denied receiving medical treatment. At the time of troubleshooting, the patient confirmed the test strips appeared in good condition and were not expired or opened past their expiration date. The csr noted that the patient was following the correct test steps. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of hyperglycemia nor receive medical treatment for this condition after obtaining the alleged inaccurate low result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.